Manufacturer narrative:
The correct analysis results are now attached. The lead was inspected showing multiple abrasion marks along the lead body. In particular 5.5 cm distal to the is-1 connector pin the insulation was damaged. This can be considered to be the root cause of the reported noise. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as a result of interaction with the generator housing. Furthermore it was noted that the distal end of the lead was pulled out of the ring electrode, which most likely occurred due to tensile forces during the explantation procedure. The ICD was not returned for analysis. The investigation is therefore based on the inspection of the quality documents associated with the manufacture of the ICD and the lead under complaint, the returned device data as well as the analysis of the lead itself. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been evaluated. Upon evaluation the clinical observation was confirmed. Noise was documented in the ra and ff channels. Furthermore the data showed small sensing amplitudes in the ra channel between (B)(6) 2018 and (B)(6) 2019. The shock and pacing impedance values were normal. Despite these observations, the data did not show any indication of an ICD malfunction. Based on the available information the ICD functioned as expected while implanted and in service. In conclusion, the ICD was not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ICD and the lead. The analysis of the returned data revealed no indication of an ICD malfunction. The clinical observation resulted from an insulation damage of the atrial lead.

Event description:
Ous MDR - it was reported that approx. 89 months after the implantation, this atrial lead was replaced due to oversensing (atr episodes). The lead and the ICD were replaced. No adverse patient side effects were reported.